Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibia at the cement to implant interface, cement manufacturer is unknown. It was also indicated that x ray showed possible loose tibia component. In surgery, tibia was found to be loose. No cement bond on tibial tray. Femur was internally rotated which caused poor patella tracking and patella was undersized. The surgeon removed all components and implanted new attune revision knee components. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.